Manufacturer narrative:
Updated device lot number to 0022797676. Updated device expiration date to 06/13/2021. Updated device unique identifier to (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the ballloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.